Event description:
Our rep reports that during a knee repair, metal shavings emanating from a drill and drill guide were observed falling into the patient's joint space. All of the debris was suctioned out and the procedure was completed successfully without further incident or harm to the patient. See also associated MDR 1221934-2008-00076.

Manufacturer narrative:
At this point in time we are awaiting the receipt of the complaint device towards conducting a failure analysis. When this is completed, our conclusions will be the subject of a follow up report.